Manufacturer narrative:
As reported, the reciprocator blade was discarded and will not be returned for evaluation, as the original surgery was completed as planned on (B)(6) 2013 with no problems or any complications reported. Without the actual device, an evaluation could not be performed and the alleged incident therefore could not be verified. A review of the device history record could not be performed as the lot number was not provided. A 2-year review of product complaint history for this device shows nine (9) other similar reports received from this customer at the same time. Of the ten (10) reports, only one (1) other report of the patient developed early subsidence of the implant with pain and instability and thereby required revision surgery (see MFR report #1017294-02014-00059). Prior to these reports, there have been no similar complaints and/or adverse events associated with this product. Risk analysis was performed and the safety risk is acceptable. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The exact cause of this reported post-op complication was unable to be determined. However, potential causes of the patient described symptom could be directly related to the implants used, pathological conditions of the patient bone/tissue, and/or conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Device was discarded at user facility

Event description:
The customer alleged that the patient developed a post-operative complication approximately eight months after the original surgery and that a revision surgery is being considered. Received information from the user facility indicated that the reciprocating blade was allegedly used with an unidentified handpiece in a non-cemented total knee arthroplasty procedure with no problems or any complications reported during the original surgery on (B)(6) 2013. As reported, the (B)(6) patient developed radiolucent lines and resorption of bone with dentate lines around the keel eight (8) months after the original surgery. The report further indicated that the patient is scheduled for a revision surgery, but that no date was given for the surgery at this time. Despite various attempts, to date there has been no additional information received regarding the planned date of the revision surgery and/or the patient's latest condition or any indication that a long term adverse effect has occurred.